Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The patient presented to the emergency room of the hospital and was diagnosed with septic shock, diabetes and a urinary tract infection. As part of normal protocol, the physicians requested an hcg + b test to rule out pregnancy so they could start a more aggressive treatment for sepsis. The initial hcg + b result using a 1:100 dilution was 34.78 miu/ml. This sample did not qualify for dilution. Product labeling states "samples with hcg concentrations above the measuring range can be diluted with diluent universal. The recommended dilution is 1:100 (either automatically by the modular analytics e170, elecsys 2010 and cobas e analyzers or manually). The concentration of the diluted sample must be > 100 miu/ml." The result of 34.78 miu/ml was reported outside of the laboratory and an additional diagnosis of biochemical pregnancy was added. Due to the positive result, the physicians decided not to start the more aggressive treatment plan for sepsis. On (B)(6) 2018 the patient died in the intensive care unit. The cause of death was requested, but was not provided. On (B)(6) 2018 the sample was repeated in a primary tube using no dilution and the result was < 0.100 miu/ml with a data flag. The hcg + b reagent lot number was 240444 with an expiration date of aug-2018. Calibration failed on (B)(6) 2018. No information was provided to show how the customer dealt with the failed calibration. No qc data from 17-feb-2018 was provided. It was noted that the customer only runs qc once a month. As the customer diluted a sample that did not qualify for dilution which may give inappropriate results, the customer agreed that this was an error of laboratory staff who did not follow product labeling. The local authority is managing the event and is treating information as confidential therefore no additional information is expected to be provided.